Event description:
Event was reported to caldera medical by an attorney. The pt has suffered pain in her legs, physical therapy, attempted pelvic floor therapy, painful intercourse, and a struggle with incontinence. No further info has been provided.